Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log and was able to reproduce the issue by running a sample. The fse noted the system would not home and the sample would not move. The fse observed that the z-axis motor for the sampling arm did not engage and replaced the motor. Thereafter, the system homed and gave no errors. Quality control (qc) was performed and results were within the acceptable limit. The aia-360 analyzer returned to normal operation. No further field action required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 30may2019 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: 4018 spec. Z-axis home sensor description: the specimen z-axis motor home sensor remains activated. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause is attributed to faulty sample z-axis motor.

Event description:
A customer reported receiving error 4018 spec. Z-axis home sensor and unable to start the aia-360 analyzer. The instrument would not home. A field service engineer (fse) was dispatched to address the reported issue, which resulted in the delay of reporting estradiol (e2), beta-human chorionic gonadotropin (bhcg), and follicle-stimulating hormone (fsh) patient results. There was no report of patient intervention or adverse health consequences due to delay in reporting.